Event description:
The pt experienced a headache. The pocket was opened and a csf leak was found. The sutureless connector was damaged by the previous implanting physician. A new connector was put on at the pump site. The leak stopped but pt was vomiting with no fever or spasticity. The pt was being monitored in ICU for possible infection. The drug being administered via the pump was lioresal.

Manufacturer narrative:
(B)(4).